Event description:
Customer reported priming the line with IV fluid prior to infusing chemo - line is good and no leaking - after running in the se pump at various rates, e.g., 100ml/hr or 270ml/hr the tubing leaks at the section right after the accuslide area. The cracking is occurring at the accuslide. No additional info was available.

Manufacturer narrative:
(B)(4). This set was not saved at the facility. Two lots identified by customer: 10055615; exp date 05/01/2015. Review of the lot history records did not identify any related quality issues during mfg.